Event description:
Ketamine infusion IV through alaris pump infused over a 2 hour period. Pump was programmed correctly. Pt developed hypotension that resolved quickly without intervention. Pump was found to have a broken part in the channel which would have regulated the flow rate. FDA safety report ID # (B)(4).